Manufacturer narrative:
The fse advised the customer to perform system calibration and replace the executive board if the problem persists. Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. The iabp was replaced with another. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2,h6(investigation type), h10, h11 corrected fields: b3, g1(contact person), h4.

Manufacturer narrative:
Communication/interviews: (4111/213) communication/interviews were performed. A getinge field service engineer (fse) reported that the customer indicated that they could not reproduce the error; however, there were lots of error codes in the system, so the executive board was replaced as per the procedure in the manual. They then completed an entire preventive maintenance (pm) per procedure after it was completely installed. The iabp was then cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.